Event description:
Pt's attorney reported leg length discrepancy necessitated revision of identified acetabular bearing insert and another orthopaedic MFR's femoral hip stem and head. Revision surgery was reported as performed on 11/10/94.